Event description:
It was reported that externalized conductors were observed via cinefluoroscopy during routine follow up. The svc coil hv therapy was turned off from the device. Lead revision planned until device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.